Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw, no; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form coform, yes; jaws: hold clip, yes; jaws: inside width at tips, .171; lockout functional, yes and number of clips fed and formed, 2. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomolies noted with the formation of the clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.